Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the access 2 immunoassay system for one patient. Customer tested a patient sample for accutni and obtained a result of 0.64 ng/ml and it repeated at 0.38 ng/ml. When tested at a later time, the sample gave a result of 0.58 ng/ml and a repeat result of 1.10ng/ml. Another sample was obtained from this patient and tested for accutni and it gave results of 0.06 and 0.09 ng/ml and a repeat result of 0.06ng/ml. A third sample from this patient gave a result of 0.06ng/ml upon initial testing and repeat analysis. A corrected report was issued. Erroneous results were reported outside the laboratory. The customer did not report any change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
Samples were collected in lithium heparin tube without gel and centrifugated at 3500 rpm for 10 minutes. Qc and system checks supplied by customer indicate no issues. A field service engineer (fse) was onsite in 2008: fse performed hardware verification per published protocol and noted no issues. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.